Manufacturer narrative:
Correction: section e4 - "initial reporter also sent the report to FDA" should have been marked "no information".

Event description:
It was reported that the pacemaker could not be interrogated with a merlin programmer. It was noted that no magnet response or inductive telemetry was observed, and no stimulation was observed on electrocardiogram. The pacemaker was explanted and replaced. The patient was stable.